Event description:
It was reported to medtronic neurosurgery that the valve was explanted as it could not be adjusted. According to the report, the physician tried to change the pressure setting, however, was unable to do so due to occlusion within the valve. The report stated that the patient did not show any symptoms, however, the physician decided to explant the valve and replace it with a codman hakim valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.